Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The costumer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair center indicates damaged cable insulation was found. There was no patient involvement.